Event description:
It was reported that during a da vinci-assisted surgical procedure that the vessel sealer extend instrument would fire once and then produce a blade exposed error and would not work further. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive completed failure analysis and found the primary failure of failure during initialization to be related to the customer reported complaint based on log review of remotefe and dsp logs, the instrument was found to have multiple homing failures during initialization, error code 22026. The instrument was placed on an in-house system and failed initialization. Failure analysis found the secondary failure of dislodged blade to be related to the customer reported complaint and showed that the blade was exposed outside of the blade garage 0.102". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The knife slot test passed at .028". A review of remotefe log did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The cut and energy delivery tests were unable to be performed since the instrument was returned with cut bipolar energy cord. The instrument likely failed initialization due to the dislodged blade. Additional observation not reported by site: the instrument was found to have 1 dislodged ceramic dot. The ceramic dot was not returned with the instrument.